Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to high threshold. Upon explant, the coil was found to be broken.